Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for two patients when using the unicel dxi 800 access immunoassays system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. Repeat analysis was performed with both samples. The test results were within the normal range. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Just prior to the erroneous results, level 1 quality control (qc) was out of specifications high. Level 2 qc ran at the same time was within specifications. Level 1 qc was reanalyzed and was within specifications. A system check was performed on (B)(4) 2009 and met specifications. The customer ran a 5 point precision run with buffer to troubleshoot after the erroneous results. There was one repetition that resulted as 0.23. The instrument was then taken out of use until the field service engineer (fse) had verified the system performance. On (B)(4) 2009, the fields service engineer discovered worn peri pump tubing. The fse replaced the peri pump tubing and verified the repair per established procedures. All verification testing met published specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.